Manufacturer narrative:
(B)(6) medical product: high flex femoral component right medial/left lateral, cat#: 00584201402 lot#: 60623333, zimmer tibial component right medial/left lateral, cat#: 00584200302 lot#: 60644420, headed screw, cat#: 00579104400 lot#: 60570206, headed screw, cat#: 00579104400 lot#: 60656731, headed screw, cat#: 00579104100 lot#: 60680743, headed screw, cat#: 00579104100 lot#: 60680747, stryker surgical simplex bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06201, 0001822565-2017-06202, 0001822565-2017-06203. Remains implanted.

Event description:
It was reported that patient underwent a right partial knee procedure and is inquiring if the device is revisable. Reasons for the potential revision remain unknown. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, the event was determined to be not reportable.